Event description:
It was reported, the silicone around the septum fell off from the ipg header exposing both the set screws during a lead revision surgery on (B)(6) 2012 (reference MFR report: 1627487-2013-15026 and 1627487-2013-15027). The physician re-implanted the ipg. The pt is now receiving effective stimulation.

Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.